Manufacturer narrative:
A ge representative evaluated the system and replaced the framegrabber board, camera power supply, hard drive, and performed a calibration of the system. System operates as intended.

Event description:
The customer reported the system intermittently locks up. No pt injury was reported.